Event description:
It was reported that the patient received inappropriate therapy from oversensing, noise, and intermittent high lead impedance. A fracture was suspected as a clean break in the lead was noted at explant. The lead was partially removed and the remainder was capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was fractured from being cut and was distorted from being pulled/stretched/overstressed and kinked/buckled. There was apparent explant damage. The analyst commented that no insulation breach was observed and that the lead was cut at 11 centimeters.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.